Event description:
The customer reported that the valve on the upper-y-site of a clearlink set did not re-seal and saline flowed out on the floor when the secondary medication set was disconnected and reconnected.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. The device was connected to an in-house solution bag and primed and a leak was observed from the top y-site. During visual inspection the y-site a broken luer was observed stuck in the gland. The broken luer was removed from the gland and the device was functionally tested again with no defects noted. A companion sample was returned and also underwent the same evaluation with no defects noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.